Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals that resulted in a signal artifact monitor (sam) episode that disabled the minute ventilation (mv) feature. Technical services (ts) reviewed the reports and noted a potential cause of the noisy signals. It was noted that this was an incidental finding as the patient is currently inpatient. The lead remains in use. No adverse patient effects were reported.